Manufacturer narrative:
The cause for the discordant ipth results is due to biotin interference. The new biotin enhanced reagent would not depress the patient result for ipth. The assay is performing within specifications. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "samples from patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis."

Event description:
Discordant advia centaur xp ipth results were obtained for a patient sample during a correlation study. The patient results with the new lot were higher. The patient sample was retested using the old lot of ipth and the results were similar to the previous result. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
This supplemental medwatch report includes patient #2 correlation study result data. Ipth results (pg/ml): pid reagent lot# 174 (reported), pt2, reagent lot # 301 (correlation). It was confirmed that the patient was taking biotin. The instruction for use (IFU) states in the limitation section: "samples for patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis."

Event description:
This is a supplemental report to the original report filed for 1219913-2011-00123. For other information related to this report, please see medwatch report 1219913-2011-00123.